Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received inserted in a trocar (2cbklt) with the jaw damaged. The trocar was removed from the enseal instrument. During the removal the jaw separated from the instrument. The enseal instrument was evaluated individually. The device was connected to the generator and it was recognized. Due to the damage jaw not all testing was performed with the generator. The condition of the jaw prevented the functionality of the device. The jaw was unable to fully cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the blade came out of alignment, causing the jaw to be stuck open and the customer could not remove the device from the trocar during a lavh. The case was completed with a second same device. No patient consequence. Device will be returned and replaced.